Event description:
It was reported that the patient passed away. The cause of death was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event and the return of the product were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jan2016. No further information was provided. The manufacturer is closing the file on this event.